Manufacturer narrative:
Additional information sections: d9, h6, h10 the reported event of a dislodged leaflet was confirmed. One leaflet was fractured and dislodged from the orifice. No other damage was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflets or orifice damage. The damage may have been caused by some external force applied to the valve which overstressed the carbon material.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 19mm regent heart valve was selected for implant. After suturing and closing the valve, it was observed that a leaflet dislodged. The valve was exchanged for a new 19mm regent heart valve that was successfully implanted. The physician alleged a clinically significant prolonged procedure time. The patient was reported to be recovering.